Manufacturer narrative:
Zoll medical (B)(6) evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the clinical data logs showed that all shocks performed using pads and paddles were within the device specification. There was no device error found during review of the log. It cannot be determined by review of the logs as to why the patient's rhythm did not cardiovert and it is possible that factors outside of a device malfunction could contribute to the patient's inability to cardiovert. The pads and paddles used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to cardiovert the patient after 3 shocks with electrode pads and internal paddles. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.